Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope exhibited no image due to sandstorm noise. The event occurred during preparation for use, prior to a laparoscopic surgical procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device, no significant appearance defects were confirmed. The device was repaired, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to water stains, sebum stains, dust, gauze fuzz, etc. That may have caused a temporary electrical contact failure. Additionally, it is also likely that there was a malfunction of the system used in combination with the scope at the facility. Olympus will continue to monitor field performance for this device.